Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was calling from the hosp with a blood glucose reading of 509 mg/dl. The customer was unable to troubleshoot due to not feeling well from the elevated blood glucose levels. The customer was initially taken to the hosp for troubleshooting. Advised the customer to call back for troubleshooting once she was feeling better.